Event description:
It is reported that the device was implanted in 1996, and revised post-op in 2004, due to osteolysis forming around the medial screw tips.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Eval: no product or x-rays were returned for eval. Device history records are intact, conforming and indicate MFR to spec.